Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information and UDI will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electronic venous occluder (evo) which was found to be faulty. There was no patient injury.